Manufacturer narrative:
Patient information not available for reporting. Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, using an unknown synthes plate and 2.4mm variable angle (va) locking screws to repair an unknown distal humerus fracture, the surgeon reported that the locking screw would not lock into the plate and would "spin" in the bone. In addition, the surgeon reported that the pilot hole in the bone was stripped and that the screw head has sunk into the recess of the plate. The surgeon does not use the torque limiting attachment and stated that he tightens the screws "tighter than other surgeons". There was a delay of unknown length while the surgeon removed the malfunctioning screw. The surgeon completed the surgery using different screws at another location in the plate. Upon later review, after this same issue occurred in four different procedures, the surgeon theorized that it was possible that the screw being inserted "bumped into" or made contact with other implanted screws and this changed the trajectory of the screw, contributing to the malfunction. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).